Manufacturer narrative:
.

Event description:
It was reported on (B)(6) 2016 that the patient was having an increase in seizures. The patient was recently seen in the ER. Attempts have been made to the patient's following physician but no relevant information has been received to date.